Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12i25079, and h12f23047. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. Treatment for this event was not reported. Ten days later, the patient was discharged from the hospital. The patient recovered from the event of peritonitis. The nurse declined to provide further information. Same patient as (B)(4).